Event description:
On october 23, 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 6:15 pm the patient obtained the blood glucose reading of 111 mg/dl on the reported meter, which she claimed was inaccurately high compared to her feelings or expected values. The patient took no actions based on this meter reading. Twenty-five or forty-five minutes afterwards, the patient experienced the symptoms of itchy fingers, "loss of sensibility" and sweating. The patient did not seek any medical attention or treatment. The patient manages her diabetes by taking insulin on a sliding scale. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained an elevated blood glucose reading on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.weight: not provided510(k) # is k062195